Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "we opened the box for the implant and the stem itself was penetrating through the inner blister. We were forced to use a curved stem instead of a straight stem. The primary was biomet, non stryker."